Manufacturer narrative:
The customer reported of that getting communication loss on ten transmitters intermittently. They stated that its very sporadic and it was noticed since the new year. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 02/11/2021 emailed the customer via microsoft outlook for all the information : no reply was received.

Event description:
The customer reported of that getting communication loss on ten transmitters intermittently. They stated that its very sporadic and it was noticed since the new year. No patient harm was reported.